Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer stacked insulin boluses. Reportedly, the customer was unconscious and when the customer became responsive, they ¿weren¿t aware of anything, confused, tongue swollen and slurring their words¿. Customers spouse called 911 and paramedics removed the pump and administered glucagon injection. Customer also consumed peanut butter and a soda to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.